Event description:
It was reported that during an implant procedure they could not fill the pump completely. It was stated that after filling the pump with 16ml the physician was not able to fill any more drug into the pump. In addition they could not aspirate any fluid out of the pump. The physician punctured the refill port several times but it was not possible to get fluid into or out of the pump. A 8551 refill-kit was used. Therefore, another pump (different MFR) was implanted. Patient outcome was noted as "ok".

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. Further analysis was done and indicated the pump passed all testing. The pump was successfully aspirated and filled with fluid during analysis testing.

Manufacturer narrative:
No eval explain code. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).